Manufacturer narrative:
(B)(4): evaluation: results: evaluation of the returned product found that the alarm did not get hot during testing. The alarm did power on but there is no alarm tone when pressure is taken off of the sensor pad, when the pad was disconnected or when the magnet was removed. When the volume button was pressed, the alarm did sound and all functions worked fine except the low battery chirp was sounding while using new batteries. There is one bent battery spring. (B)(4).

Event description:
Customer claims that the alarm has power but when the sensor was connected to the alarm, it will sound but gets really hot. The customer inserted new batteries in the alarm to test and then it was determined that the alarm had no power. Customer believed this happened after the alarm got very hot. Also, the battery contacts are damaged. There is no corrosion or leakage detected in the battery compartment. There was no injury to the patient or personnel reported. Inspection of the product found that the alarm does power on but has no alarm tone when weight is off the sensor pad, when the pad is unplugged or when the magnet is removed.